Event description:
It was reported that it is difficult to load/unload the cot in the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This supplemental was created to correct the results code and conclusion code based on the device evaluation, where no defect or malfunction was found.

Event description:
It was reported that it is difficult to load/unload the cot in the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.